Manufacturer narrative:
(B)(4). The returned sample was leak tested using water at a pressure of 1.5 bar and leakage was found at the housing connection near the pre bypass stop-cock. There were small cracks observed at the site of the leakage. Reference complaint (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) it was reported that the quart arterial filter bo-00175 from lot number unknown leaked during priming under the white knob. There were 3 units reported to be affected in the complaint. The other two are being reported in separate medwatches, reference MFR#'s 8010762-2015-00482 and 8010762-2015-00612. Reference complaint (B)(4).